Manufacturer narrative:
The field service engineer checked the gear pump pressure and changed the cuvettes. The gear pump pressure was low and was adjusted. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of a questionable phosphorus result from the cobas 8000 cobas c 502 module. The initial result was 5.05 mmol/l.. The repeat result was 1.74 mmol/l. The questionable result was not reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.